Manufacturer narrative:
The external pulse generator (epg) could not be tested because the label was not readable, so the switch could not be exactly positioned. The epg was returned unrepaired because it was past its service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) was returned due to failure on preventive maintenance tests. The epg was returned for repair. There was no patient involvement.